Manufacturer narrative:
The logs of the issue were received by software analysts and this issue was found to be a known software anomaly that caused the issue. The issue is being tracked. The issue was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after passing registration, the system began to lag while navigating and displaying fault. The site rebooted the system and called into technical services (ts). The system then ran without issues. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating after ts reviews the archive, it was noted the images did follow imaging protocol and system did not become unresponsive while proceeding through fess procedure.